Event description:
Out-patient presented to the radiology suite for a CT guided liver biopsy. During the procedure, three of the biopsy needles were bent, and one of the needles mechanisms would not engage to take the biopsy. The vendor was contacted and all remaining needles from the lot were taken out of service. The vendor replaced the lot with a new stock. The biopsy was completed with no known adverse impact to the pt. The event was reviewed by radiology leadership. The event was submitted to ecri.